Event description:
Urine collected and run on suspect device. Emergency room questioned results. At same time, tested urine manually and all results were positive. When urine ran on suspect device, blood, nitrites, leukocyes and protein reported out all negative. Lab repeated testing and all results were positive.